Event description:
It was reported that the device generated a downstream occlusion alarm during setup. The high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.